Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a patient alert for low hvb impedance less than 10 ohms. This impedance value had also been less than 10 ohms in (B) (6) 2009. The lead remains in use. No patient complications have been reported as a result of this event.